Event description:
Healthcare professional reported via nbir for right side "suspected/actual rupture/deflation". Device has been explanted.

Manufacturer narrative:
This complaint was received via the national breast implant registry. Follow up cannot be performed as no identifiable or contact information is provided in the registry. Reason for reoperation: deflation.